Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple power sources. There was no impact to the customer's blood glucose level due to the charging issue. It was indicated that the customer would continue to use the pump until the replacement pump was received. It was also indicated the customer would use manual injections as backup if the pump's battery depleted before the replacement arrived. In addition, it was reported that the customer had experienced a low blood glucose (bg) level of 64 (mg/dl). The customer drank a soda to address low bg level. The customer stated that low bg level was due to counting carbohydrates incorrectly.